Event description:
The nurse was preparing to start an IV on the patient. When the white sheath from the IV was removed, the nurse noted that the needle inside the catheter was bent. She removed the hub and discarded it in the sharps container. Upon visual inspection, the needle was obviously bent to one side. The needle was retracted into the safety sheath and saved along with the packaging. No patient or staff members were harmed as a result of this incident. Pictures of the defective needle were taken in addition to the submission of this report.